Manufacturer narrative:
(B)(4). A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
This is a correction to the initial MDR with date of this report 06-jun-2015. The initial MDR incorrectly stated "a review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event." A review of the manufacturing records was not performed due to a lot number not being received from the user facility.

Event description:
The customer stated that the radiofrequency generator would not support two closurefast catheters. The patient received tumescent anesthesia and access was gained before the case was aborted. The case had to be aborted; patient will be rescheduled. Please reference MDR 2183870-2015-00241 and 2183870-2015-00242 for the radiofrequency generator and closurefast catheter referenced in this complaint.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).